Event description:
Discordant, falsely elevated transferrin results were obtained on one patient sample (sid (B)(6)) on a dimension vista 1500 instrument. The first result was neat and the second result was diluted. The results were reported to the physician(s), who questioned the results. The sample was rerun and a lower result was obtained. The patient was then redrawn, the new sample was run, and a lower result was also obtained. The rerun results were reported to the physician(s). It was discovered that the sample had been dispensed into the same aliquot well as quality control material. Three additional patient samples were found which were also dispensed into aliquot wells used by quality control material. The assays tested were ferritin (ferr), iron, total bilirubin (tbil), transferrin (trf), creatinine (crea), free t3 (ft3), free t4 (ft4), and haptoglobin (hapt). It is unknown if the other three patient results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the patient samples being dispensed into the same aliquot wells as quality control material.

Manufacturer narrative:
Siemens healthcare diagnostics has investigated the incidence of patient samples being dispensed into an aliquot well that quality control or calibration material from a vista vial has already been dispensed into. It has been confirmed that the issue can occur on dimension vista instruments that use software versions 3.5.1 and 3.6 during conditions requiring a system reset. An urgent field safety notice (ufsn), ufsn 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense, was sent to customers in june 2013. The ufsn instructs customers to check for pending quality control or calibration tests if the system requires a reset and if so, to restart the software prior to processing patient samples.